Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was not meshing correctly. Event occurred during testing. No harm, no delay, reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On october 5, 2018, it was reported that the unit was not meshing correctly. The surgeon stated that it was only meshing on one side of the card and the other side was barely meshed. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 9, 2013 where it was reported that the device needed preventative maintenance and the roller and cutter were replaced. This is not a related issue. Product review of the meshgraft ii on november 26, 2018 revealed that the calibration was out of specifications but the device produced a passing sample graft. The handle, carrier guide, base plate, and side plates were all worn and dinged. Repair of the meshgraft ii has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that the device produced a passing sample graft. However, it was noted that the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device produced a passing sample graft. However, it was noted that the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This report is being submitted to report additional information.

Event description:
It was reported that the unit was not meshing correctly. The surgeon stated that it was only meshing on one side of the card and the other side was barely meshed. The event occurred during testing. No harm or delay reported. No additional information is available.